Manufacturer narrative:
Manufacturer's report date: 12/12/2007. This report was filed by the manufacturer.

Event description:
Tubing is used to deliver IV fluid on a syringe pump; using a y-port fluid is drawn out of the IV bag into an inline syringe, fluid is then delivered from the syringe to the patient. Between the IV bag and the syringe there is a one way valve to prevent the fluid from being pumped back into the IV bag. Customer reported patient was receiving 12.5% dextrose tpn, and it was observed that fluid was being pushed back into the bag instead of being delivered to the patient. Patient had a significant drop in blood sugar and required 2 doses of concentrated dextrose. Tubing was changed, infusion resumed, patient's blood sugar stabilized. Initial report indicated set was saved and would be returned to the manufacturer, however, subsequent communications with the customer revealed that set was not available for investigation.